Event description:
It was reported that the customer's insulin pump stopped working as though the battery had died. The customer did not receive a low battery alert prior to this. The insulin pump would not turn on. The customer stated the battery was not previously used and the insulin pump was not bumped or dropped. The customer stated the a battery cap was cracked. The customer stated he lost the insulin pump in a side compartment on a boat and found it three months later. It was also mentioned that there were cracks on the pump. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint on the interface board. The off no power alarm could not be verified, due to blank display. No moisture damage on electronics was noted. The insulin pump was received with minor scratches on the display window, cracked display window corners, broken battery tube threads, a cracked reservoir tube lip and a missing end cap sticker. (B)(4).